Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The unit was received inoperable due to system error 105 caused by a failed input/output printed circuit board (I/o pcb). The I/o pcb was replaced.

Event description:
It was reported that a pump has a system error 105. It was also reported there was no patient injury.